Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 82 mg/dl at the time of incident. Troubleshooting found that the customer is using their back up plan. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
A broken force sensor was d noted in the pump history and critical pump error open book noted on pump due to moisture damage on the electronic assembly. Moisture damage was also found on the motor, vibrator, keypad flextail and battery tube assembly. Unable to perform functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover and minor scratched lcd window.